Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the 70 degree suction was bent and the geometry error could not go below 2.8. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.